Manufacturer narrative:
The explanted ipg will not be returned to bsc for analysis as the hospital sent the device to pathology.

Event description:
It was reported that after a lead revision procedure (see MFR report # 3006630150-2021-02896), the patient's ipg would not communicate to be reprogrammed. Troubleshooting was performed by switching out the clinician programmer, usb cable, programming wand and remote control with known good products but the problem persisted. The patient stated that they had charged the ipg prior to the lead revision. The patient was re-educated on ipg charging techniques. An x ray was performed to see if the ipg had migrated or flipped in the pocket site but the x ray confirmed that the ipg was in the correct position and did not migrate. Bsc made the determination that the ipg was no longer functional and would need to be replaced. Additional information was received that the patient's ipg was explanted. The patient is reportedly doing well following the procedure.

Event description:
It was reported that after a lead revision procedure (see MFR report # 3006630150-2021-02896), the patient's ipg would not communicate to be reprogrammed. Troubleshooting was performed by switching out the clinician programmer, usb cable, programming wand and remote control with known good products but the problem persisted. The patient stated that they had charged the ipg prior to the lead revision. The patient was re-educated on ipg charging techniques. An x ray was performed to see if the ipg had migrated or flipped in the pocket site but the x ray confirmed that the ipg was in the correct position and did not migrate. Bsc made the determination that the ipg was no longer functional and would need to be replaced.

Event description:
It was reported that after a lead revision procedure (see MFR report # 3006630150-2021-02896), the patient's ipg would not communicate to be reprogrammed. Troubleshooting was performed by switching out the clinician programmer, usb cable, programming wand and remote control with known good products but the problem persisted. The patient stated that they had charged the ipg prior to the lead revision. The patient was re-educated on ipg charging techniques. An x ray was performed to see if the ipg had migrated or flipped in the pocket site but the x ray confirmed that the ipg was in the correct position and did not migrate. Bsc made the determination that the ipg was no longer functional and would need to be replaced. Additional information was received that the patient's ipg was explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. Upon receipt of the ipg, the device could not be detected nor charged. The device was cut open and the internal battery measured at 1.50 volts. An internal electrical test revealed that the u3 application-specific integrated circuit damage with excessive quiescent current leak and a high thermal spot. It appears that the ipg was exposed to a high voltage transient or a high radio frequency energy, which is known to cause this type of damage. Therefore the reported root cause of the complaint is unintended use error caused of contributed to event.